Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was unable to duplicated the issue, therefore, no root cause has been established. Device is working properly according to its specification.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr was unable to reproduce the issue. All cable connections from the main board to the display unit were all good. The main board was replaced, if the issue should show-up again, he would then replace the user interface assembly. No exact root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
(B)(4).